Manufacturer narrative:
P-cap / reservoir locks properly into place. Device history and trace files downloaded successfully using thus software. Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed keypad voltage test. No stuck button alarms noted in insulin pump history files. No damage noted at the electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's middle button and other buttons were stuck. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.